Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The system error 105 was observed at power up, however could not be reproduced during the evaluation. It was determined that the alarm was caused by a failed motor which has been replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient involvement.